Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was explanted due to eri battery status indicator. There were no allegations against the device.